Manufacturer narrative:
Manufacturing review: the device history records were reviewed with special attention to the raw materials, subassemblies, manufacturing process and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only complaint reported to date for this lot number and failure mode. Visual/microscopic inspection: as the sample was not returned for evaluation, a visual/microscopic inspection could not be performed. Functional/performance evaluation: as the sample was not returned for evaluation, a functional/performance evaluation could not be performed. Medical records review: medical records were not provided; therefore, a review could not be performed. Image/photo review: images/photos were not provided; therefore, a review could not be performed. Conclusion: the investigation is inconclusive, as the sample was not returned for evaluation. Per the reported event details, the user allegedly inflated the balloon past the rated burst pressure. The current instructions for use states that balloon rupture may occur if the rbp rating is exceeded. Therefore, it is likely that user-related issues caused the event. Additionally, it is possible that the balloon rupture contributed to the marker band detachment. However, based upon the available information the definitive root cause for the reported issues cold not be determined. Labeling review: the current IFU (instructions for use) states: warnings: do not exceed the rbp recommended for this device. Balloon rupture may occur if the rbp rating is exceeded. To prevent over pressurization, use of a pressure monitoring device is recommended. Precautions: if resistance is felt during post procedure withdrawal of the catheter through the introducer sheath/guide catheter, determine if contrast is trapped in the balloon with fluoroscopy. If contrast is present, push the balloon out of the introducer sheath/guide catheter and then completely evacuate the contrast before proceeding to withdraw the balloon. If resistance is still felt during post procedure withdrawal of the catheter, it is recommended to remove the balloon catheter and introducer sheath/guide catheter as a single unit. Use of the ultraverse 035 pta dilatation catheter: position the balloon relative to the lesion to be dilated, ensure the guidewire is in place, and inflate the balloon to the appropriate pressure. Potential adverse reactions: additional intervention.

Event description:
It was reported that during an angioplasty procedure in a tight lesion of a forearm fistula, the pta balloon allegedly ruptured past the rated burst pressure. Reportedly, one of the marker bands detached from the balloon after the rupture occurred. It was further reported that the health care provider successfully removed the marker band from the patient. The pta balloon was exchanged over the guidewire for another that was used to complete the procedure. There was no reported patient injury. The patient was reported to be asymptomatic at the conclusion of the procedure.

Manufacturer narrative:
No medical records and no medical images were provided to the manufacturer. The lot number for the device was provided. The device history records are currently under review. The facility rep stated that the device was available for evaluation. A sample return kit was sent to the facility and is pending return. The results of the anticipated device evaluation will be provided upon completion of the event investigation. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during an angioplasty procedure in a tight lesion of a forearm fistula, the pta balloon allegedly ruptured past the rated burst pressure. Reportedly, one of the marker bands detached from the balloon after the rupture occurred. It was further reported that the health care provider successfully removed the marker band from the patient. The pta balloon was exchanged over the guidewire for another that was used to complete the procedure. There was no reported patient injury. The patient was reported to be asymptomatic at the conclusion of the procedure.